Event description:
It was reported that a vns pt was experiencing chattering in her teeth, left arm going up and down, whole body muscle spasms, and harshness with muscles in her throat with magnet mode stimulation. The pt was hospitalized and reported that she was overdosed on dilantin. Disabling the vns device with the magnet did not resolve the teeth chattering event. Good faith attempts to obtain add'l info have been unsuccessful to date.